Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. The failure modes cleared during the analysis and could not be reestablished. In addition, the hybrid was damaged during the analysis preventing further investigation. The cause of the reported field failure was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated rapid drop in battery voltage. On (B)(6) 2016. Atrial pace unipolar and bipolar impedance steady at approximately 450 ohms through week of (B)(6) 2015, rises to > 2500 ohms starting week of (B)(6) 2016. Rv pace impedance unipolar and bipolar steady at approximately 570 ohms through (B)(6) 2015, rises to > 2500 ohms) starting week of (B)(6) 2016. Rv bipolar lead impedance warning on (B)(6) 2016. Mean longevity estimate on (B)(6) 2016 was 75.3 months, then mean longevity estimate on (B)(6) 2016 was 14.8 months. Estimator responding to recent rapid drop in battery voltage. (B)(4).

Event description:
It was reported that there was a sudden increase in atrial and ventricular and unipolar and bipolar impedances. Both pacing channels suddenly reported impedance rise on the implantable pulse generator (ipg). There was also a sudden decline in longevity noted. The device was initially reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.